Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("post implant pregnancy") in a 38-year-old female patient who had essure (batch no. 787008) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included c-section, multigravida (on ((B)(6) 2004)((B)(6) 2010)((B)(6) 2015) and parity 3. No vaginal bleeding,no sonographic evidence of ovarian torsion,no vaginal bleeding or discharge. Concurrent conditions included abdominal pain, sneezing, environmental allergy, headache, abdominal crampy pains, constipation, urinary tract infection, urine coloring orange, suprapubic pain, discomfort, ovarian cyst, vaginal discharge, dysuria, hematuria, vomiting, chills, malaise, back pain, fever, tobacco user and asthma. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced nausea ("nausea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy other (please specify) - partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the pregnancy with contraceptive device, depression, anxiety and nausea outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, nausea, pelvic pain and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet and mr received , new reporter, patient demographic,essure indication, lot number ,stop date and event psychological or psychiatric problems condition: depression and mental anguish, nausea and she did not undergo essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("post implant pregnancy") in a 38-year-old female patient who had essure (batch no. 787008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included c-section, multigravida (on ((B)(6) 2004)((B)(6) 2010)((B)(6) 2015) and parity 3. No vaginal bleeding,no sonographic evidence of ovarian torsion,no vaginal bleeding or discharge. Concurrent conditions included abdominal pain, sneezing, environmental allergy, headache, abdominal crampy pains, constipation, urinary tract infection, urine coloring orange, suprapubic pain, urination pain, ovarian cyst, vaginal discharge, dysuria, hematuria, vomiting, chills, malaise, back pain, fever, tobacco user and asthma. Concomitant products included ondansetron (zofran) from 2010 to 2015. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/sychological or psychiatric problems condition: depression") and anxiety ("mental anguish/sychological or psychiatric problems condition: mental anguish"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy other (please specify) - partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the pregnancy with contraceptive device, depression, anxiety and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2015. The reporter considered anxiety, depression, nausea, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted: plaintiff was not currently planning for essure removal. Child case created: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2019: pfs received. Pregnancy outcome was updated. New child case (B)(4) created. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("post implant pregnancy") in a 38-year-old female patient who had essure (batch no. 787008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included c-section, multigravida (on ((B)(6) 2004)((B)(6) 2010)((B)(6) 2015) and parity 3. No vaginal bleeding,no sonographic evidence of ovarian torsion,no vaginal bleeding or discharge. Concurrent conditions included abdominal pain, sneezing, environmental allergy, headache, abdominal crampy pains, constipation, urinary tract infection, urine coloring orange, suprapubic pain, urination pain, ovarian cyst, vaginal discharge, dysuria, hematuria, vomiting, chills, malaise, back pain, fever, tobacco user and asthma. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced nausea ("nausea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy other (please specify) - partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the pregnancy with contraceptive device, depression, anxiety and nausea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, nausea, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure (batch no. 787008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included c-section, multigravida (on ((B)(6) 2004)((B)(6) 2010)((B)(6) 2015) and parity 3. No vaginal bleeding,no sonographic evidence of ovarian torsion, no vaginal bleeding or discharge. Previously administered products included for an unreported indication: depo provera, motrin and percocet. Concurrent conditions included abdominal pain, sneezing, environmental allergy, headache, abdominal crampy pains, constipation, urinary tract infection, urine coloring orange, suprapubic pain, urination pain, ovarian cyst, vaginal discharge, dysuria, hematuria, vomiting, chills, malaise, back pain, fever, tobacco user and asthma. Concomitant products included ondansetron (zofran) from 2010 to 2015. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy"). On an unknown date, the patient experienced nausea ("nausea"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy other (please specify) - partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the pregnancy with contraceptive device, depression, anxiety, nausea, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered anxiety, bladder disorder, depression, genital haemorrhage, nausea, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted: plaintiff was not currently planning for essure removal. Child case created: (B)(4). She had been treated for pain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound kidney - on (B)(6) 2014: 1. Negative renal ultrasound exam with no evidence of hydronephrosis. 2. 6weeks 6days intrauterine pregnancy. 3. A 5cm right ovarian cyst. Lot number: 787008, manufacturing date: 2010-09, expiration date: 2013-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure (batch no. 787008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included c-section, multigravida (on ((B)(6) 2004)((B)(6) 2010)((B)(6) 2015) and parity 3. No vaginal bleeding,no sonographic evidence of ovarian torsion,no vaginal bleeding or discharge. Previously administered products included for an unreported indication: depo provera, motrin and percocet. Concurrent conditions included abdominal pain, sneezing, environmental allergy, headache, abdominal crampy pains, constipation, urinary tract infection, urine coloring orange, suprapubic pain, urination pain, ovarian cyst, vaginal discharge, dysuria, hematuria, vomiting, chills, malaise, back pain, fever, tobacco user and asthma. Concomitant products included ondansetron (zofran) from 2010 to 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/sychological or psychiatric problems condition: depression") and anxiety ("mental anguish/sychological or psychiatric problems condition: mental anguish"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy"). On an unknown date, the patient experienced nausea ("nausea"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy other (please specify) - partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the pregnancy with contraceptive device, depression, anxiety, nausea, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered anxiety, bladder disorder, depression, genital haemorrhage, nausea, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted: plaintiff was not currently planning for essure removal. Child case created: (B)(4). She had been treated for pain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound kidney - on (B)(6) 2014: 1. Negative renal ultrasound exam with no evidence of hydronephrosis. 2. 6weeks 6days intrauterine pregnancy. 3. A 5cm right ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-apr-2021: mr received: reporter, pregnancy outcome and historical drug added. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure (batch no. 787008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included c-section, multigravida (on ((B)(6) 2004)((B)(6) 2010)((B)(6) 2015) and parity 3. No vaginal bleeding,no sonographic evidence of ovarian torsion,no vaginal bleeding or discharge. Concurrent conditions included abdominal pain, sneezing, environmental allergy, headache, abdominal crampy pains, constipation, urinary tract infection, urine coloring orange, suprapubic pain, urination pain, ovarian cyst, vaginal discharge, dysuria, hematuria, vomiting, chills, malaise, back pain, fever, tobacco user and asthma. Concomitant products included ondansetron (zofran) from 2010 to 2015. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/sychological or psychiatric problems condition: depression") and anxiety ("mental anguish/sychological or psychiatric problems condition: mental anguish"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy"). On an unknown date, the patient experienced nausea ("nausea"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy other (please specify) - partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the pregnancy with contraceptive device, depression, anxiety, nausea, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The caesarean delivery occurred on (B)(6) 2015. The reporter considered anxiety, bladder disorder, depression, genital haemorrhage, nausea, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted: plaintiff was not currently planning for essure removal. Child case created: (B)(4). She had been treated for pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event abnormal bleeding, bladder/urinary problems added. Event outcome for pain changed to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("post implant pregnancy") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent an abdominal hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.